Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures and low battery alert. The customer's blood glucose reading was 20 mmol/l. The customer stated that he inserted a fresh battery and the pump alarmed hardware low level failures. The customer was assisted with self-test and the pump passed. The customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or hardware low level failures alarm noted during testing. (B)(4).